Manufacturer narrative:
Qn#(B)(4). Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. No sample was returned for investigation; therefore, no physical investigation could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed, and no further measures will be initiated.

Event description:
It was reported that when the user tried to ligate a clip the pivot pin got detached and the tip of the jaws got broken. Therefore, the applier was replaced with a new one. Nothing fell/remained in the patient. The applier was purchased by the hospital in (B)(6)2019 .

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user tried to ligate a clip the pivot pin got detached and the tip of the jaws got broken. Therefore, the applier was replaced with a new one. Nothing fell/remained in the patient. The applier was purchased by the hospital in (B)(6)2019.